Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "failed the temperature test" was confirmed. During service, the device produced an excessively high temperature. If add'l info becomes available a supplemental report will be sent. (B)(4).

Event description:
The device was received from the USA for service. During servicing of the device, it was found to fail the temperature test. The device was not used in surgery. No injuries or medical intervention were reported. There was no add'l info provided.